Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient had pain at the ins site when they wore their fitbit. It was noted it felt like pain from an infection but the patient did not have any infection symptoms other than pain. The patient could hardly walk this morning ((B)(6) 2017). It was noted when the patient took the fitbit off, the pain subsided. No trauma/falls, positional movement, or recent medical test/emi environmental exposure were reported that could be related to the issue. The patient wears the fitbit on the same side as the implant and would try to hold it close to the site without having it monitor their body. It was noted the issue happened once a couple of months ago and again this month.